Event description:
It was reported that no stimulation sensation was felt. There was no known accident or incident related to this complaint. The patient hadn't felt stimulation for about 2 months. Current impedance measurements were normal. Battery measurement showed "on and ok." Two days later it was stated that impedance test had showed results within normal range. No other interventions had been performed. Patient's battery was just at the end of life (eol). No date for device replacement had been scheduled yet. Two weeks later it was reported that the device had been explanted, but had not been replaced yet. During replacement of the depleted battery (normal impedances pre-op), it was removed but the attached to it extension was fractured. Normal battery depletion was noted. Implantable neurostimulator (ins) parameter history was: amplitude unknown, pulse width 150 ms, rate 23 hz, electrode configuration 1+, 2-, 3+. It was also reported that upon removal of the ins, the ins came out of the pocket attached to the "duck bill" and about 2-3 inches of the extension "came with." It was not thought that the extension was cut, but looked "jagged." Impedances pre-op were around 900-1800 ohms, but when measured intra-op open circuits were noted. The patient was getting new ins because his old one was reaching eol and even at maximum settings the patient couldn't feel the stimulation. It was reported that the extension was cut, unclear how short, and the remainder was left together with the lead in the patient, no cap or medical adhesive was used. It was planned that the patient would have a revision to a new ins with a new lead and extension in the next 2-3 weeks. Four days later it was stated that impedances had been checked prior to surgery and they had all been within normal range. When the ins was removed, the extension was fractured. The revision surgery was planned but not yet scheduled. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no anomalies found.

Manufacturer narrative:
Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1997, product type extension; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1997, product type programmer, patient; product ID 3487a, lot# l44229, implanted: (B)(6) 1997, product type lead. (B)(4).

Event description:
Additional information indicated that there was no cause seen. The lead and the rest of the extension were removed with no problem. Two new leads were implanted. The patient was doing well post op. It was also indicated that the lead/extension had been explanted due to breakage.

Manufacturer narrative:
Product ID, 7495-51 lot# serial# (B)(4), implanted: 1997 (B)(6), explanted: 2013 (B)(6), product type extension product ID, 7434-e lot# serial# (B)(4), implanted: 1997 (B)(6), product type programmer, patient product ID, 3487a lot# l44229, implanted: 1997 (B)(6), explanted: 2013 (B)(6), product type lead. Analysis of the extension (extn 7495-51 quad, serial# (B)(4)) found its body cut through and segmented. Only distal end was returned, proximal end was not returned. Analysis of the lead (lead 3487a pisces) found no anomaly. Proximal end was not visually examined, the lead was returned still connected to the extension. Distal end was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.